Manufacturer narrative:
An eval of the devices cannot be performed as the device was not returned to the MFR due to hospital policy. Additional info (including x-rays and medical records) was requested. Should device or additional info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 2249697-2012-00601. (B)(4). Additional info from the voluntary report: pt identifier: (B)(4), date of this report: (B)(6) 2012, brand name: rejuvenate, common device name: modular neck, (B)(4). (B)(6).

Event description:
It was reported the pt had hip pain and swelling. Additional info provided in the user facility medwatch reports received (B)(4) 2012: (B)(6) male underwent lthr revision on (B)(6) 2012, for metal reaction s/p lthr on (B)(6) 2012, for metal reaction s/p lthr on (B)(6) 2011, for oa with stryker rejuvenate implants. Pt underwent lumber spine MRI (B)(6) 2011, to explore etiology of l hip posterior and groin pain, extending into lle that began about 5-6 months s/p the (B)(6) 2011 lthr. Received 3 epidural steroid injections as of (B)(6) 2012, (MRI showed some degenerative disc disease and stenosis with nerve root impingement). Pain was not relieved. On (B)(6) 2012, serum chromium and cobalt testing. Serum chromium was within range, 1.4 ug/l (ref</=5.0). Serum cobalt was elevated, 9.3 ug/l (ref</=1.0). Pt also underwent left hip joint synovial biopsy on (B)(6) 2012, which revealed soft tissue inflammatory implant reaction, consistent with immunologic reaction. The histological findings were consistent with (B)(6) 2012, left hip MRI findings. Final cultures were negative for fungal, aerobic, anaerobic growth. There were no complications of the (B)(6) 2012, surgery. Histopathology findings for the (B)(6) 2012, revision were consistent with immunologically medicated reaction to implant debris with focal presence of minute, irregular particles of corrosion products. Alval score is 9/10 (inflammatory infiltrate 3, tissue organization 3, synovial lining3). A (B)(6) male underwent lthr revision on (B)(6) 2012, for metal reaction s/p lthr on (B)(6) 2011, for oa with stryker rejuvenate implants. Pt underwent lumbar spine MRI (B)(6) 2011, to explore etiology of l hip posterior and groin pain, extending into lle that began about 5-6 months s/p the (B)(6) 2011 lthr. Received 3 epidural steroid injections as of (B)(6) 2012, (MRI showed some degenerative disc disease and stenosis w/ nerve root impingement). Pain was not relieved. On (B)(6) 2012, serum chromium and cobalt testing. Serum chromium was within range, 1.4 ug/l (ref </= 5.0). Serum cobalt was elevated, 9.3 ug/l (ref </= 1.0). Pt also underwent l hip joint synovial biopsy on (B)(6) 2012, which revealed soft tissue inflammatory implant reaction, consistent w/ immunologic reaction. The histological findings were consistent w/ immunologic reaction. The histological findings were consistent w/ (B)(6) 2012 l hip MRI findings (see below). Final cultures were negative for fungal, aerobic, anaerobic growth. There were no complications of the (B)(6) 2012 surgery. Histopathology findings for the (B)(6) 2012 revision, were consistent w/ immunologically medicated reaction to implant debris w/ focal presence of minute, irregular particles of corrosion products. Alval score is 9/10 (inflammatory infiltrate 3, tissue organization 3, synovial lining 3).